Event description:
It was reported that the catheter was difficult to thread. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
A single 22x1" (B)(4) viavalve introducer, with sheath but without catheter, was returned for assessment. The sheath was not installed on the introducer as received. Initial examination indicated that the guard component advanced normally and locked as intended. Examination of the introducer under magnification indicated that excessive cannula adhesive had been dispensed into the cannula well of the housing component. Some of this adhesive was present on the cannula in the area where the nose component would be positioned after assembly. Excessive adhesive on the cannula can impede guard advancement. It is plausible that the specimen guard did not advance on initial use.